Manufacturer narrative:
During treatment of a coil embolization of a left vertebral artery avf, the deltapaq platinum microcoil (dfs10021020/c20164) was being loaded into the rhv and it appeared that the coil would not exit the sheath without undue force. The coil was removed from the rhv, and it was stated that the coil was defective (kinked) and could not be used, also the coil appears to have deployed through the side of the delivery system proximal to the introducer. The coil was never loaded into the catheter past the rhv, nor was it deployed. The y connector was not closed damaging the introducer, and the introducer was completely seated in the microcatheter hub. Additionally, the y connector was closed to prevent movement of the introducer, and the y connector was not over tightened. A constant and dedicated saline source was used at all times. The patient was not affected. The coil was placed in original packaging for follow-up with appropriate product representative. No patient information provided, and there was no adverse event reported. As viewed through the returned packaging, it was found that the coil was stretched and protruding outside the sheath. The tip coil section and the core wire were also protruding outside the sheath. There is no mechanical sheath damage resulting in an opened skive at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The locking mechanism has compression and stretching damage. Distal, but adjacent to the locking mechanism, the skive has been stretched open. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the most likely contributing factor to the coil¿s inability to be advanced outside the sheath and the eventual protrusion outside the sheath occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire and coil to protrude outside the sheath. A portion of the coil stretched may have occurred during the coils protrusion outside the sheath. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of a coil embolization of a left vertebral artery avf, the deltapaq platinum microcoil (dfs10021020/c20164) was being loaded into the rhv and it appeared that the coil would not exit the sheath without undue force. The coil was removed from the rhv, and it was stated that the coil was defective (kinked) and could not be used, also the coil appears to have deployed through the side of the delivery system proximal to the introducer. The coil was never loaded into the catheter past the rhv, nor was it deployed. The y connector was not closed damaging the introducer, and the introducer was completely seated in the microcatheter hub. Additionally, the y connector was closed to prevent movement of the introducer, and the y connector was not over tightened. A constant and dedicated saline source was used at all times. The patient was not affected. The coil was placed in original packaging for follow-up with appropriate product representative. No patient information provided and there was no adverse event reported.